Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a sales representative and forwarded by our local affiliate ((B)(4)). Initial and f/u info received on (B)(6) 2009 respectively, were processed together. This case is associated to case (B)(4) by reporter. This case involves a female, pt, (age nos), who received two treatments of poly-l-lactic acid therapy into the nasolabial area sometime in 2007. The second treatment occurred two months after the first. Poly-l-lactic acid was diluted with sterile water plus a local anesthetic (nos) (dilution ratio: 1 to 5/6). Relevant medical history was not mentioned and no concomitant medications were taken. Sometime in (B)(6) 2009, the pt developed nodules at the injection area. The physician attempted to remove the nodules with a syringe without any results. No concomitant pathology or treatment was reported. At the time of this report, the event remains ongoing. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Reporter's causality assessment: not provided. Addendum for f/u info received on (B)(6) 2009: the physician reported that poly-l-lactic acid was diluted in 5 ml sterile water + 1 ml of local anesthetic (nos). The total volume injected in each side of the face was no available. The event occurred two years ago, in 2007. Event outcome was not available.